Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4 became jammed and required maintenance. The customer stated that they were unable to open drawer to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 had continuously failed due to broken sensors. The field service engineer (fse) replaced the sensors on drawer 4. The fse observed a slight delay in drawer 5s response time and indicated that the controller board requires replacement. However, later fse confirmed that drawer 5 remains fully functional and all functions were return to normal. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4 became jammed and required maintenance. The customer stated that they were unable to open drawer to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.